Event description:
A discordant, falsely low sodium result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was rerun on an alternate instrument, and the rerun result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the salt bridge was not priming, the r2 drain tubing was leaking, and an aliquot probe was bent. The fse replaced the salt bridge pump, the r2 drain tubing, and the aliquot probe. The fse then calibrated the instrument and ran quality controls, all of which were within range. The cause of the discordant, falsely low sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.